Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cath lab coordinator. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a radial left heart catheterization was being performed. The fellow had obtained access with no resistance and there was good flow back after the sheath was inserted. When pulling the dilator, there was resistance and the wire then unraveled. A bit of the wire was left in the patient. The patient was then seen by a vascular surgeon and the wire was left alone for medical therapy. The procedure was completed via a femoral approach. A piece of the wire was left in artery wall of the patient. The patient was seen by vascular surgery; however, there was no surgical intervention. The patient was in stable condition. No equipment or other devices were used with the product involved.

Manufacturer narrative:
One 6fr gss guidewire was returned for product evaluation. The guidewire was separated at 37cm from the stiff end, with the coil unraveled at the separation. The complaint can be confirmed for guidewire separation based on the condition of the returned device. The exact root cause could not be determined. The complaint mentions that resistance was felt during the withdrawal of the guidewire when the guidewire separated. The likely root cause of this event is that the guidewire became caught and separated due to the tensional forces applied by the user during withdrawal. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
Additional information was received on 23 may 2023: there was mild calcium, but no tortuosity. There were no clinical consequences from the retained wire.